Manufacturer narrative:
The cerebroflo evd catheter kit (37550101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. (B)(4).

Event description:
Clinical study: a cerebroflo evd catheter was removed on (B)(6) 2022. Patient later complained of headache, nausea and vomiting, was hypertensive to 191/95, and was febrile to 103.3. Csf cultures remained negative but csf studies with low glucose, protein and high tnc (total nucleated cell count) were concerning for ventriculitis. Antibiotics administered started on (B)(6). Shunt implantation was delayed and patient was discharged until csf cultures remain negative and antibiotic therapy administered. Can occur with any evd catheter. According to clinical study investigator and integra's medical safety: adverse event is definitely related to procedure, possibly related to the device.